Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and degen. Disc disease/herniated disc pain. Information was reported that the patient was talking to his doctor about getting a non-rechargeable battery because he had some charging issues being that it seemed like it was taking him really long to charge his implant. The patient said his friends have non-rechargeable implants and he wanted one that he didn'thave to charge. The patient said he has a meetings with his healthcare provider (hcp) on (B)(6) 2018. No further complications were reported. No patient symptoms were reported.